Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during a polypectomy procedure. According to the complaint during preparation, the snare was inspected, and it was noted that the sheath was detached from the handle. The procedure was completed using another captivator small hexagonal snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during a polypectomy procedure. According to the complaint, during preparation, the snare was inspected and it was noted that the sheath was detached from the handle. The procedure was completed using another captivator small hexagonal snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. (B)(4) : sheath detached. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device found that the cautery pin and handle cannula were detached; the latter rendered subsequent functional testing impossible. Dimensional analysis found that the cautery pin and connector were within manufacturing specifications. The complaint was confirmed; the detachment of the handle cannula is likely the detachment the customer originally described. It is likely that the cautery pin was not properly screwed into the insert, and consequently the handle cannula was not correctly pressed inside the insert by the cautery pin. This would cause the cautery pin and handle cannula to detach. This was likely caused by an improper torquing operation during assembly; therefore, the most probable cause of this event is a manufacturing issue. There is an investigation in place to address this issue. A ship history was performed to identify the two most probable lots involved in this incident: 15371192 and 15464108. A review of the device history records (dhrs) was performed; no anomalies were noted for either lot.